Manufacturer narrative:
The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that the patients ipg would no longer charge and could not be activated with the remote control. The patient underwent an ipg replacement procedure and was successfully programmed postoperatively. The ipg was not returned.